Manufacturer narrative:
The device has likely been discarded. Additional information has been requested, but has not yet been received. (B)(4).

Event description:
Device erosion (location unspecified) in a proact patient.

Manufacturer narrative:
After multiple attempts to obtain additional information, none was received. Updated ae codes. Complaint (B)(4).